Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had buttons not responding when first press or buttons stick down when press them act needs to hold on. The customer stated that the scratches or damage on the display, rainbow effect making it hard to read. Customer stated that the insulin sometimes comes out of the top of the needle and hearing unusual noises different from the normal rewind noises, rewind was slower. The insulin pump shoots or squirts insulin out of the infusion set when priming it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.